Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2006, patient presented with pre-operative diagnosis: 1. Low back pain. 2. Herniated nucleus pulposus. 3. Sciatica. 4. Spinal instability. 5. Retained hardware from previous fusion. Patient underwent following procedures: reexploration and fusionl3, 4 and 5. Removal of deep retained hardware l3, 4 and 5 bilaterally. Posterolateral fusion l3 to s1. Decompression and fusion l5.1. Deco mpression much greater than normal diskectomy. Placement of interbody fusion device anteriorly between ls and s1. Placement of pedicle screws ls-sl. Allograft and autograft at the interbody fusion and posterolaterally along with rhbmp-2 bone graft material and bone graft tricalclum phosphate. No patient complications. Per-opp notes: doctor wes able to decompress the nerve roots on the right side and then perform a peek spacer size 9 after distraction of the disc space and removal of the disc material and placement of autograft and tricalcium phosphate. Doctor was then able 10 place the non-segmental fixation pedicle screws at ls and s1 on the right side and this allowed them to perform secure fixation. Posterolateral bone grafting was performed at l5.s 1 and this was continuous with the posterolateral bone graft and they performed from l3, l4 and l5. Rhbmp-2 was used for interbody fusion as well as in the posterolateral gutters along with bone graft tricalcium phosphate. On (B)(6) 2006, patient discharged. On (B)(6) 2006, patient presented with chief complaint of lumbar spine. X-rays, ap and lateral, show good placement of his hardware and interbody. Review of musculoskeletal system: complains of back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: complains of anxiety, depression. On (B)(6) 2006, (B)(6) 2007, (B)(6) 2007 patient presented with chief complaint of back pain. Review of musculoskeletal system: complains of back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: complains of anxiety, depression. On (B)(6) 2007, (B)(6) 2007 patient presented with right shoulder pain, lumbar spine. Review of musculoskeletal system: complains of back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: complains of anxiety, depression. X-rays taken of the shoulder today shown no bony abnormality. X-rays do not indicate any kind of ac joint arthritis. On (B)(6) 2007, patient underwent MRI of right shoulder. Impressions: combining the plain film and MRI findings, within the proximal right humeral metadiaphysis, the findings suggest a chondroid lesion. There is matrix on the plain films as well as a possible subtle area of endosteal scalloping by MRI. The imaging findings for enchondroma and low-grade chondrosarcoma are indistinguishable. However, the patient's clinical history of increased pain increases the suspicion for malignancy. On (B)(6) 2007, patient presented with right shoulder pain. Review of musculoskeletal system: complains of back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: complains of anxiety, depression. X-rays taken of the shoulder today shown no bony abnormality. (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, patient presented with right shoulder pain. Review of neurologic system motor strength is 5/5 for major muscles of both le's except hip flexion 4/5 bilaterally no focal sensory deficits in le dtr 1+/4 for both ankles and knees slr neg. Bilaterally. On (B)(6) 2009, patient underwent MRI test. No recurrent disc herniation or focal nerve root impingement. No abnormal contrast enhancement is disc herniation. On (B)(6) 2009 patient presented with uds 09-30-09 negative except for lorazepam. Review of neurologic system motor strength is 5/5 for major muscles of both le's except hip flexion 4/5 bilaterally no focal sensory deficits in le dtr 1+/4 for both ankles and knees slr neg. Bilaterally. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, patient presented with problems of bilateral shoulder pain lbp across the lb radiates to the back of the lle to the ankle with occasional tingling <(>&<)> numbness/weakness no b<(>&<)>b dysfunction. Review of neurologic system motor strength is 5/5 for major muscles of both le's except hip flexion 4/5 bilaterally no focal sensory deficits in le dtr 1+/4 for both ankles and knees slr neg. Bilaterally. On (B)(6) 2012 patient underwent MRI test. Impression: 1. Postsurgical changes as described with removal of some of the hardware since 2005. 2. Degenerative changes as described. 3. Foraminal stenosis particularly notable at l4-5 and l5-s1 with an increased stenosis on the left at l4-5 since prior study. On (B)(6) 2012, (B)(6) 2013 patient presented with low back pain. Review of musculoskeletal system: complains of muscle weakness, back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: denies difficulty sleeping, anxiety, depression, and suicidal thoughts. Radiographs results: x-rays taken today show good the spacers in place at l3-4: l4-5 with degenerative disc disease at l5. Hardware in place at l5-s1; also, lumbar lordosis. On (B)(6) 2013, patient presented with following problems: degeneration of thoracic or lumbar intervertebral disc; lumbar or lumbosacral intervertebral disc, lumbago, thoracic or lumbosacral neuritis or radiculitis unspecified, disorders of sacrum. On (B)(6) 2013 patient presented with chief complaint of low back pain. Review of musculoskeletal system: complains of muscle weakness, back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: denies difficulty sleeping, anxiety, depression, and suicidal thoughts. Radiographs results: x-rays taken today show good the spacers in place at l3-4: l4-5 with degenerative disc disease at l5. Hardware in place at l5-s1; also, lumbar lordosis. On (B)(6) 2013 patient examined because of left leg pain. Impression: normal study of the left lower extremity. No evidence of focal nerve entrapment or active lumbar radiculopathy. On (B)(6) 2013, patient presented with complaint of lumbar spine pain. Review of musculoskeletal system: co mplains of muscle weakness, back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: denies difficulty sleeping, anxiety, depression, and suicidal thoughts. Radiographs results: x-rays taken today show good the spacers in place at l3-4: l4-5 with degenerative disc disease at l5. Hardware in place at l5-s1; also, lumbar lordosis. On (B)(6) 2013, patient admitted with complaint of lumbar pain. Operation: revision decompression surgery l5 nerve root. No patient c omplications. On (B)(6) 2013, patient underwent MRI of lumbar spine. Impression: no discrete abnormalities associated with prior lumbar surgery. No abnormal enhancement. Mild canal stenosis l2-3 secondary to disc bulge with flavum and facet hypertrophy. On (B)(6) 2013, patient underwent emg test. Impression: abnormal study. The below electro diagnostic study reveals evidence of a chronic l4 and l5 radiculopathy on the left. There is no evidence of acute denervation. On (B)(6) 2013, patient underwent MRI test. On (B)(6) 2013, patient had a follow-up visit. Review of musculoskeletal system: complains of muscle weakness, back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: denies difficulty sleeping, anxiety, depression, and suicidal thoughts. Radiographs results: x-rays taken today show good the spacers in place at l3-4: l4-5 with degenerative disc disease at l5. Hardware in place at l5-s1; also, lumbar lordosis. On (B)(6) 2013, patient presented with chief complaint of back pain. Review of musculoskeletal system: complains of muscle weakness, back pain, joint pain, and stiffness. Review of neurologic system: denies numbness/tingling in arms/legs, fainting, dementia: paralysis. Review of psychiatric system: denies difficulty sleeping, anxiety, depression, and suicidal thoughts. Radiographs results: x-rays taken today show good the spacers in place at l3-4: l4-5 with degenerative disc disease at l5. Hardware in place at l5-s1; also, lumbar lordosis.